Manufacturer narrative:
The delivery catheter was received for analysis and the device evaluation showed that the returned guidewire remained in the device as it was reported. The returned guidewire showed no signs of damage. The delivery catheter was visually inspected and appeared undamaged, there were no kinks or signs of torsion. The leading olive was inspected for damage, and was observed to be free of damage. The guidewire was moveable, however, only two-thirds of the guidewire was able to be removed before the guidewire became stuck. Based on the findings from the evaluation, the physician¿s observation that the delivery system became stuck on the guidewire and not able to be removed was confirmed. The likely cause for the delivery system getting stuck on the guidewire and being unable to be removed during this event could not be determined with the currently available information. According to the gore® excluder® endoprosthesis instructions for use (IFU): do not continue advancing or withdrawing any portion of the delivery system if resistance is felt during advancement /withdrawal of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device was sent to gore for analysis. The investigation is in process. Further information will be provided.

Event description:
On (B)(6) 2018, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. When the device was being prepped by the ir nurse, the mandrel in the main body appeared very tight and hard for the ir nurse to remove before flushing. Reportedly, the device was deployed without any issues. However, when the physician tried to remove the delivery catheter back out of the 0.35 double curved lunderquist wire, the resistance was felt and appeared to be pulling the wire out with it. It was reported that the entire wire came out stuck within the catheter and the physician was unable to separate the 2 parts. According to the physician, no catheter damage or kink was noticed. The patient tolerated the procedure.